Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #: 2916596-2018-01483. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic with purulent drainage coming from the percutaneous lead (driveline) site. Cultures were taken and the patient was started on doxycycline and ciprofloxacin. Cultures were positive for streptococcus agalactiae and the patient was then switched to cefpodoxime on (B)(6) 2018. Drainage began to improve; however, the patient was admitted to the hospital on (B)(6) 2018 for a subtherapeutic international normalized ratio (inr). Antibiotics were continued and the patient was discharged on (B)(6) 2018 with orders to continue cefpodoxime. Additional information: the patient was seen on (B)(6) 2018 in clinic and progressing well with resolution of drainage, but remains on home intravenous antibiotics.